Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received multiple occlusion alarms during bolus delivery. The customer changed the supplies to the pump. The customer's blood glucose (bg) was 152 mg/dl and a correction bolus via the pump was used to address the bg level. As the supplies to the pump had been changed prior contacting tandem technical support, troubleshooting to determine a possible cause of the occlusion was unable to be performed.